Manufacturer narrative:
As the sheath/dilator involved in the reported event is a purchased device for angiodynamics, a supplier corrective action request has been forwarded to the supplier, greatbatch medical. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). The initial MDR for this complaint record was originally submitted on 02/22/2016 via usps. Due to e-submitting requirements, it was not accepted. Per request, this initial MDR report is being submitted via the esubmitter program.

Event description:
As reported, tabs broke off peelable sheath packaged with xcela PICC. End user used hemostats to pull the sheath out of the patient. No patient injury occurred. The used sheath has been returned to angiodynamics.